Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue inside the air water cylinder and channel and burn mark in distal cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for the burn marks in the distal cover the most probable cause of the complaint was traced to component failure. And for the white residue inside the air water cylinder and channel the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.